Manufacturer narrative:
H6: device code was omitted from previous report. Code added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient's son said that patient had emergency surgery one week ago and on tuesday caller brought the external devices to patient and caller said that patient was not able to connect. Caller said that they did assist and it connected, however received message all data is lost. Caller said that patient is still in the hospital and may be discharged tomorrow. Reviewed information with caller and redirected caller to contact managing hcp office about situation and request arrangements be made for someone to come to hospital to clear message and reprogram as needed. Reviewed that external equipment is working as designed, providing message about implant. There were no patient complications reported as a result of this event.